Manufacturer narrative:
The customer replaced the reagent pack. The field service engineer (fse) performed precision testing successfully. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is: (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable phosphate (inorganic) ver.2 results for 1 patient sample on a cobas 8000 c702 module. The customer was prompted to repeat the patient sample as their qc shifted. The customer recalibrated and repeated qc prior to repeating the sample. The initial result was 1.5 mg/dl. The repeat result was 1.0 mg/dl. The repeat result was deemed correct.